Event description:
It was reported that the cause of death was renal insufficiency and acute coronary syndrome.

Event description:
Device complications: no malfunction identified time of complication: after the procedure symptoms: none. The patient underwent a carotid stent procedure in sept. 2005 and subsequently expired next month. This was not reported as related to the device, however, the cause of death is unkown. Currently the user facility has not provided the cause of death. No other infomation was available.